Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and provided the caller with instructions on putting the pump into storage mode and the steps to take upon receiving the replacement. The customer reverted to an alternate method of insulin therapy.